Manufacturer narrative:
No product malfunction. Evaluation: results: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector , cartridge and foam tip plunger were not returned for eval. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on complaint history, work order search and the eval of the returned product, the root cause of the event has been determined to be due to pt related condition.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens into the pt's eye and the pt moved. The capsule was torn and the incision was enlarged to remove the lens. A vitrectomy was performed and sutures were required to close the incision. The reporter stated that pt has tourette's syndrome and the event that occurred was due to the pt's condition, was not lens related. The reporter stated the lens was most likely torn when removed from the pt's eye.